Event description:
It was reported that during a pulse generator change out, the atrial lead was replaced due to a sensing anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.